Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while disconnected from the ilet and not receiving automated insulin, with a highest reported blood glucose of 388 and approximately two hours above range; the user administered 6 units of humalog as backup therapy and noted that the ilet and dexcom did not alert for the high glucose. Symptoms included feeling sick with stomach pain and jitteriness. Outcomes included no hospitalization, no medical intervention, and continued monitoring with ketone testing and adherence to a ketone action plan. Investigation included complaint review, product-use history review, and user troubleshooting and education. Investigation of this case revealed an inability to determine a definitive device-related cause, with contributing factors including user-initiated disconnection and concurrent use of backup insulin. It was concluded that the event involved hyperglycemia with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.